Manufacturer narrative:
Manufacturer representative (rep) went to the site to test the imaging system. The reported issue was not confirmed. The rep checked for interconnect problems. They could not duplicate the black image issue. They believe prior reboot seemed to have resolved the issue. The system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a deep brain stimulation (dbs). It was reported that the system was able to take two anterior posterior (ap) shots fine, but the next 3 that were taken were black. They edited the contrast and brightness with no resolution. There was less than an hour delay. No impact on patient outcome.